Event description:
Currently there is a safety alert issued for these leads due to deterioration of polyurethane insulated cover. Nurse reported one pt. Scenario where pt implanted with lead on 2/10/92. Pt seen every 3 months for follow-up. On 5/2/95 pt's resistance measured 480 ohms. This is in the good range. However, pt had reported signs of lightheadedness and inner ear disturbance. Pt referred to gp for follow-up. Pt saw gp on 5/15/95, at which time pt was hooked up to monitor with holter. Results of test indicated more than 3 second pauses. Pt rushed to hosp with cyanosis. Subsequently, pt received another lead. Nurse feels the sudden failure rate constitutes a class I recall action. Her firm currently has replaced 1/4 of their pts with these leads. (25% failure rate) deterioration is quick - death is inevitable in most cases.